Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number.

Event description:
It was reported that a patient underwent a knee procedure on 16/11/2023 and barbed suture was used. During the procedure, sales rep reported that as they were closing the knee capsule, the suture and the needle came apart at the swage but they had just completed suturing. It happened as they were pulling the last suture pass through. No patient harm. No adverse patient consequences were reported. Additional information was requested.